Event description:
While using an anesthesia mask, unable to delivery the tidal volume needed to inflate the lungs. Anesthesia circuit checked. Found a separation of the mask from the protrusion that connects to the anesthesia tubing.